Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a pump problem. It was noted that the patient needed to find a health care professional (hcp) that can replace their intrathecal baclofen (itb) pump. At the time of report, the patient just realized that their pump battery was about to die in the next 35 days. Later, the patient reported that they were told they had about 30 days left of battery life at the time of report. The pump battery was about to die due to it reaching normal end of battery life. It was reported that the patient had been mentioning it to their managing hcp for about the prior year and was expecting to have the pump replaced within this next year. The patient¿s hcp told the patient that they would be notified of when it was time to replace their pump at patient¿s next refill when they did a reading on their pump. The patient was noticed a return of symptoms, tensing up and the patient¿s pump alarm had been going off as well. It was reported that this started happening with the past few days, maybe since the end of the prior week. The patient called their hcp office the day prior and asked if the hcp saw anything ion the reading of the pump from the prior appointment and the hcp stated that the patient needed to come in on (B)(6) 2014. The pump was used to infuse baclofen. It was reported that the patient was trying to get their baclofen pump replaced at the time of report. The patient¿s health care professional (hcp) overlooked the fact that the pump needed to be replaced. The patient had been getting stiffer over the prior month. It was noted that the patient¿s hand was completely clinched and the patient was having more spasticity in their arm. The onset of symptoms was reportedly sudden and had been increasing over time. The patient last had a refill at the end of may and shortly after that the patient¿s symptoms returned. The patient pump started beeping 3-4 weeks prior; a single toned alarm was heard. No print out was available at the time of report to verify the pump was alarming. It was noted that the patient¿s dose was decreased to ¿700 or 800¿ and their concentration increased. It was later reported that the patient had rigidity in their upper and lower extremities. It was unknown if eri occurred. The patient was consulted on (B)(6) 2014. The patient reportedly recovered without permanent impairment. The patient had their baclofen pump replaced on (B)(6) 2014. Additional information received reported that the last time the patient had a pump refill was in ¿april or may¿ and after that it was time to have the pump replaced. The pump battery was ¿about to die¿ and dosage had to decrease at 300 micrograms and that was how the new pump was set so the patient wouldn¿t be too loose. The patient stated that the pump had to be implanted as an ¿emergency procedure.¿ the patient stated he had asked his managing hcp to let him know in advance when the pump would need to be replaced. The patient noted that he thought the battery would be depleted within a year or two, but the battery alarm began sounding ¿a week after my last refill.¿ the patient stated that he had to find a healthcare professional (hcp) to replace the pump ¿on his own and this is a complete mess¿ because he wasn¿t given notice. The patient was told that the managing hcp would schedule the procedure but they a llegedly didn¿t call back and ¿complicated matters¿ when records were requested from the managing hcp for the hcp who did the procedure as the patient had already been scheduled for the procedure without the patient¿s knowledge. The patient alleged the hcp office was ¿unwilling to help and hostile.¿ the patient further stated he was getting the run around. The patient made a request to get into contact with the manufacturer¿s representative that was present at the pump replacement procedure. The patient indicated he had ¿serious concerns¿ but would be doing his own research and had not sought further help. The patient expressed dissatisfaction with the hcp service.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # j11152r27, implanted: (B)(6) 2002, product type catheter. (B)(4).